Event description:
Revision surgery was performed on (B)(6) 2026, due to patient complaint of pain. Original surgery occurred on (B)(6) 2025, and following components were implanted: - smr glenoid peg tt small-r #m (pn 1375.14.652, lot. 2424760, ster. (B)(4)); - smr connector small r (pn 1374.15.305, lot. 2126602, ster. (B)(4)); - tt augm.360 baseplate #s-r 15° (pn 1375.15.515, lot. 2100640, ster. (B)(4)); - smr glenosphere ø 40mm (pn 1374.09.121, lot. 2427991, ster. (B)(4)); - smr reverse liner std d.40mm (pn 1365.50.810, lot. 23at40k, ster. (B)(4)); - smr reverse finned humeral body (pn 1352.15.050, lot. 2023455, ster. (B)(4)); - smr cem. Revision stem ø15 mm (pn 1309.15.158, lot. 1520565, ster. (B)(4)). During revision surgery, hereby reported, the pre-existing humeral body, reverse liner, connector and glenosphere were removed and replaced with: - smr 140° humeral body finned reverse (pn 1352.15.051); - extension for humeral reverse body (pn 1352.15.001); - smr reverse liner retentive std dia. 40 mm (pn1365.50.811); - smr connector lat +2mm + screw (pn 1374.15.312); - glenosphere dia 40 mm (pn 1374.09.121). Surgery has been completed as intended. Patient is male, date of birth (B)(6) 1951. Event occurred in the united states.

Manufacturer narrative:
Explanted components have not been returned to manufacturer therefore cannot be analysed. Review of production and sterilization records for revised components has been performed and did not highlight any anomaly or non-conformity that could have contributed to the issue. The manufacturer will submit a final report as soon as the investigation is completed.